Event description:
Customer reports the following: "error ID 35 - motor period control error." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, reported event could be confirmed. Indeed, an error 35 was recorded in device memory. The subject device (model agilia sp mc wifi, serial number (B)(6) was returned to our laboratory for analysis. Upon reception, subject device was submitted to a visual inspection. Device was found partially open, maybe due to a shock. Subject device was then started several times. A motor rotation error was triggered each time, few seconds after infusion start and at any flow rate. Then, subject device was opened. 3 different causes could generate rotation errors : gear box, motor and cpu board. No issue was found with device's gear box. Device's motor and cpu board were cross-tested. An error was always triggered by device when motor was replaced. In contrary, after cpu board replacement, subject device did not trigger any error. Indeed, poor soldering was observed u18 component of original cpu board. Based on available information, the root cause of the reported issue is probably linked to poor soldering of cpu board. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.